Event description:
Additional information was received from a rep and from the patient. The rep met with the patient on (B)(6) 2017. The recharge statistics showed that the patient was starting to charge around 3.72 volts and ending around 3.85 volts. The patient reported that it dropped quickly from 50% to 0% but the recharge statistics did not show this. Additional information was received from the rep. It was reported that the rep left standard programming for the patient but also gave them a new group e on (B)(6) 2017. It was noted that the patient charged to about 75% in the office and the next morning the ins was already depleted enough to where the patient needed to charge. The rep indicated that the patient was getting great therapy and was very compliant with recharging. There were no known instances of overdischarge. The rep believed that impedance values were around 700 ohms when checked on (B)(6) 2017. Using program 1 settings of anodes on electrodes 0 and 4, and cathodes on electrodes 2 and 8, amplitude of 3.9 volts, pulse width of 300 microseconds, a rate of 60 hertz, 24 hours/day use, and an estimated 800 ohms impedance gave an estimated recharge interval of 20.64 ohms. The rep thought that their next appointment with the patient was on (B)(6) 2017. No medical symptoms were reported. It was noted that the issue began in (B)(6) 2017. The rep became aware that the new programming was also depleting the ins quickly on (B)(6) 2017. It was noted that the rep had the patient switch back to the previous group due to quick depletion with the new group e. It was noted that group e was the most efficacious for the patient. No further complications were anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The patient reported that he was charging too frequently. The patient reported that prior to a week ago, when the battery was fully charged he got about 4-4.5 days from stimulation. The patient reported that over the past week, when the battery hit 50%, it completely drained within 8 hours. The patient reported that it happened twice. The patient reported that he had not had to increase parameters. The patient reported that he switched programs but he was switching programs in the same manner before the battery started draining more quickly. The patient reported that he charged his ins to 100% full. The patient reported that he had an appointment with a manufacturer¿s representative (rep) on (B)(6) 2017 but would call the rep sooner to try and schedule something sooner. No patient symptoms reported.